Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event of fluid overload which warranted hospitalization and prescribed ihd therapy. It was reported the patient¿s fluid overload was a byproduct of the patient gaining weight and low volume pd therapy due to pd catheter (not a fresenius product) leak. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or failing to perform as expected in relation to this event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for an investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
Medical records received on an unrelated customer experience indicate that the patient was treated for fluid overload on (B)(6) 2018. Follow up with the patients peritoneal dialysis nurse indicates that the patient received supplemental treatments at an in-center hemodialysis clinic to compensate for the weight gain. There was no other report of patient complications.